Event description:
It was reported that a cartridge alarm, specifically alarm 01, occurred during an event in ireland. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to load a second, new cartridge, and the caller was able to resume insulin administration successfully. No further information regarding the outcome of the incident was provided.